Manufacturer narrative:
(B)(4). Evaluation of the device found that all components were returned in the pre-deployed position except the link was slack, suggesting that the lever had been opened to deploy the foot; however, this is consistent with post-procedure manipulation. Inspection revealed a sheath kink just distal of the o-ring. A sheath kink is consistent with inserting the device into the artery against resistance caused by challenging anatomical conditions. However, there was no reported vessel calcification. During testing, hydrophilic coating was verified to be present throughout the sheath surface and there were no abnormal observations that might have prevented the sheath from entering the artery. Based on the investigation findings, the cause for the kinked sheath is incorrect technique. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot based on actual investigation findings revealed no similar incidents that exhibited sheath kink.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method - failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician in training in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the device could not be introduced into the femoral artery. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was provided.